Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that when the customer attempted to fill the reservoir with insulin, air was in the reservoir. The piston was pushed to move the air from the reservoir into the vial but the air did not move back into the vial. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.